Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. (B)(4). S/w 4.11d pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted.

Event description:
It was reported that customer had low and high blood glucose. Blood glucose reading was 2.2 mmol/l. Customer was treated with food and glucose tablets. Customer reported insulin pump was over delivering. Customer reported symptoms were none. Customer was using insulin pump within 48 hours of reported event. No further patient complications were reported. The device was returned for analysis.